Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer from the wheelchair using an active lift (sara 3000) and the sling the patient slipped through the sling and dropped to the floor. The patient left hold of the lifting arm handle. According to the caregiver the resident was lifted with attached safety belt and leg support strap. The patient involved in the incident was a female and received a superficial skin lesion on the back. No treatment was required. Ref MFR report 3007420694-2014-00064.